Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was on inotropic support (milrinone) for elevated pulmonary pressures and a right heart cath will be scheduled. The pt was placed on aggrenox, aspirin, coumadin with internationalized normalized ratio (inr) goal of 2.5-3.5 for increased plasma free hemoglobin (pfh). The exact pfh was not specified.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.